Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure investigation summary data review: data logs showed pump ran without issue during support. There were positioning & suction alarms triggered during the case but resolved. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemostasis: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot #: 1967764 device history batch ==> subcomponent lot#: n/a device history review ==> pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient experience decreased distal perfusion to impella leg. Providers are concerned about distal perfusion in impella leg. Foot is warm and there¿s a slight flow signal on doppler. Heparin has been held due to internal bleeding concerns. Urine is pink or red, plasma-free >100. The patient was taken to cath lab for impella explant due to hemolysis. The patient outcome is unknown.